Event description:
This report is being filed as an adverse event solely to comply with the FDA's blood loss policy. During a routine home hemodialysis treatment, the operator experienced high balance chamber pressure alarms that could not be resolved. Facility was contacted and instructed operator that too much time had been spent troubleshooting the alarms, therefore, rinseback could not be performed, which resulted in a 210cc blood loss. No medical intervention was required.

Manufacturer narrative:
Log file review indicates that alarms were caused by a restriction of the dialysis flow such as from a kinked or clamped line. The exact cause of the alarms cannot be determined as the cartridge was discarded. The reported blood loss has been attributed to rinseback not performed in a timely manner. User's guide states that the risk of clotting increases if the blood flow is stopped and to perform rinseback if alarms cannot be resolved promptly. Nxstage reviewed the reported blood loss with the pt's facility. Nxstage considers this report closed.